Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed what appeared to be the ra lead over sensing the right ventricular lead signals, so they considered a possible dislodgement. They revised the ra lead after noise over sensing episodes and minute ventilation termination algorithm was activated. At some point no sense markers in ra channel were observed. Finally, the ra lead was found to be in the same position as when implanted but the physician repositioned it anyway. After the procedure they now consider the patient had a junctional rhythm. No additional adverse patient effects were reported.